Event description:
A us distributor returned a monitor and reported the monitor was experiencing abnormal shutdowns.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the monitor was intermittently powering down. The cause for the failure was isolated to contamination in the j502 connector. Additionally, the response buttons were non-functional. The cause for the failure was contamination on the j1005 component. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.